Event description:
The customer contacted physio-control to report that their device would constantly reset itself on the initial boot-up screen and not complete the power on cycle. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. The removed ui pcb assembly was an ancillary part and there was no failure of this assembly.